Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a revision addressed in MFR 1627487-2021-15637, 1627487-2021-15638, physician was able to remove the t12 lead but a fragment of the lead was unable to be removed due to it being scarred down. Physician did not want to pull on the lead due to the risk of pulling out the other lead and extending the time of anesthesia. Left l2 was added instead. Stimulation was restored successfully.